Manufacturer narrative:
(B)(4). Release button. The sc60 device was returned with no visual non-conformances and with a reload loaded on the device. The reload was received partially fired. The device was tested for functionality with the returned reload by resetting and reloading it into the device. The device fired, cut and formed all the staples as intended. The device opened and closed without any difficulties. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken, these is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the device was fired on the duodenum. When the closing lever was grasped, the grasping force of the closing lever was much higher than usual. Then the firing trigger was grasped, but an abnormal sound was heard and the firing trigger became not to be grasped at the first stroke of the first firing. So the operating doctor was changed to another doctor and he grasped the firing trigger, but he also could not grasp the firing trigger at all. The release button was pushed, but the jaw did not open. The doctor tried to pull up the manual release lever, but the manual release lever could not be pulled up. Finally the device was removed by sliding the clamped tissue from the jaw and pull out the device. Reinforcement product was not used. Another device was used to complete the case. Only one staple was deployed on the target tissue. The knife did not cut the target tissue. As the knife did not cut the target tissue, the target tissue was not damaged. There were no adverse consequences to the patient. When the doctor checked its function outside of the patient, the manual release lever was pulled up. Also when the sales rep checked its function after the operation, the closing lever did not close.